Event description:
It was reported that patient presented for routine generator change procedure. Prior to procedure it was found that patient's right ventricular (rv) lead exhibited noise oversensing. No intervention was done. The patient was stable.